Event description:
It was reported that a user experienced hypoglycemia while within the first 12 hours of initiating ilet pump therapy, with a lowest reported blood glucose of 50 mg/dl and discordant readings between fingerstick and cgm; the user had not made prior meal announcements, and troubleshooting and education on correction protocols and device learning period were provided. Customer care provided support that included user counseling on treatment and monitoring. Investigation of this case revealed no device malfunction and suggested the event was associated with early-use adaptation and lack of meal announcements, with successful resolution following standard hypoglycemia treatment. Symptoms included sweating consistent with hypoglycemia. Outcomes included urgent low glucose and low glucose events that were corrected during the call, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.